Event description:
It was reported that, "it is alleged that, the patient underwent left knee replacement surgery with depuy implants in 2004. It is further alleged, that stryker bone cement was used, and the knee system including the bone cement allegedly failed requiring the patient to undergo a revision in early 2006."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.